Event description:
It was reported that low sensitivity settings implemented between 2017 and 2025 did not reduce the rate of complaints. The customer requested this be documented as a complaint from anesthesiologists regarding the frequency of false alarms. The event involved a patient, with no reported harm; however, infusion was interrupted due to false alarms. This issue is associated with firmware across all pumps and reflects an increase in the number of false alarms. On may 20, 2025, a firmware update was implemented for the cadd solis pumps, which reset the alarm detection thresholds. This update corresponds with the observed increase in alarm frequency at the facility (dh). The issue appears to affect refrigerated epidural infusions used by the pain service more significantly than room-temperature products used in obstetrics.

Manufacturer narrative:
For b3 (date of event), only the year 2025 was provided; therefore, the date was recorded as january 1, 2025. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.